Event description:
It was reported that the device and leads were explanted due to infection. System explant and replacement was performed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device and leads were explanted due to infection. System explant and replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-47878, 2017865-2023-47880, 2017865-2023-47884.